Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported, and the patient condition was good post procedure.